Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer verified connection between the reservoir and infusion set was secure. Customer stated connection was secure and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of insulin. Customer stated the insulin did exit. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the (B)(4).